Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The unit had a cracked reservoir tube lip and a minor scratched lcd window.

Event description:
The customer called in to report 4 past hospitalizations due to low blood glucose levels. The customer's blood glucose level was 20 mg/dl. The customer had been experiencing low readings for the past 2 months. The customer reported having a seizure without delivering a bolus. The customer performed the displacement test and it passed. The customer did not feel comfortable with the insulin pump and requested a replacement.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.